Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, and magnetic sensor functionality of the returned device were performed following j&j medtech procedures. Visual analysis revealed that one of the splines of the device was broken without internal parts exposed; additonally, electrodes were damaged. The device was connected to carto 3 system, and was recognized and visualized, however, an electrode was visualized black at the spline that was damaged; additionally black electrodes were observed intermittently when the device was deflected. For this reason, the electrical continuity of the not visualized electrodes of the spline were measured, and no continuity was detected on an electrode at the tip area of the damage spline. A manufacturing record evaluation was performed for the finished device number lot 31646438l and no internal action related to the complaint was found during the review. The broken spine and damaged electrode could be related to the visualization issue reported by the customer; therefore the complaint was confirmed. The potential cause of the spline broken, could be related to the manipulation of the device during the procedure; however, this could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: ensure that catheter visualization initialization has finished. Ensure that the electrodes selected for mapping are out of sheath. Ensure that conditions for catheter visualization are fulfilled and the selected mapping catheter is visualized. Disconnect and reconnect the catheter and ensure proper connection. Replace the catheter or the cable. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a pentaray nav high-density mapping eco catheter and post procedure the bwi product analysis lab identified a broken spline and damaged electrode. During the procedure itself, the device was recognized by the carto but its branches were not visualized on the carto system. A second device was used to complete the operation. There was no adverse event reported on patient.